Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. The archive from the procedure was sent to medtronic for evaluation. Testing found that the imaging protocol was followed and that the exam loaded without issue. The registration of the patient was noted that the area covered was low.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), an imprecision of 2 millimeters with suctions and 4 millimeters with seekers was observed on the navigation system. There was a reported delay to the procedure of more than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.